Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue where the insulin pump no longer vibrates. The customer reported no adverse event. The event involved product(s) 1884l. Troubleshooting was performed, and the pump passed the self test. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. 1884l was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit failed self-test due to loss of vibration. The adapt tool was utilized after being downloaded. No relevant alarms were noted to trigger the customer complaint. The unit was cut open, and upon visual inspection, a corroded harness board was found, which was then isolated to the electronic stack. Unit was received with cosmetic damage: scratched case, pillowing keypad overlay, battery tube threads cracked, cracked corner of belt clip rails, and corroded battery tube. In summary, the customer's allegation for the vibrator anomaly was confirmed due to corrosion on the harness vibrator board, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.